Event description:
The device was attached to an ICU patient using disposable defibrillation/pacing/ECG electrodes. Shortly after the device was turned on, the service indicator allegedly illuminated and it spontaneously began delivering external pacing current to the patient. The monitor display screen also allegedly "froze". There were no adverse affects to the patient reported as a result of the alleged malfunction.